Event description:
It was reported that during the removal attempt, the drain broke. The pt was taken to surgery and an exploratory laparotomy was performed to remove the indwelling drain portion. Drain had been placed on 4-6-99 following the removal of a non-functional, transplanted kidney.